Event description:
The facility reported a pump that turns on and off by itself. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that turns on and off by itself was confirmed during product evaluation. This event was due to a faulty front bezel keypad. The front bezel keypad was therefore replaced.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.